Manufacturer narrative:
The factory has not yet received this device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported having only lines across the display.